Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238¿202-00353.

Event description:
The customer reports, during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, the patient experienced significant trauma in the duodenum. The physician states this has happened with each use of the scope. Additional details have been requested regarding the patient and reported event (and to verify how many occurrences there are). At this time, no additional information has been provided. Case with patient identifier (B)(4) reports the scope used in the procedure. Case with patient identifier (B)(4) reports the single use distal cover used in the procedure.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being updated to provide investigation findings. Replication test has been conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. Device history record (DHR) review DHR review was performed for the provided lot number and the manufacturing records since production started. There was no manufacturing problem relating to the reported issue. Another review was performed on the manufacturing process to make sure if there has been any change on 5m which could affect the product. There was no abnormality or deviation that could contribute to the reported issue. In addition, we tested a new distal cover in our stock and verified that it conforms to the product specification. Therefore, it¿s unlikely that the reported issue was caused by manufacturing defect. The definitive cause of the user's experience cannot be established. Cause analysis: if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. It has been found from investigation that the mucous membrane is maintained in the sucked state for several seconds even after the suction operation is stopped, and the suction operation is not performed during the removal. Even if the tip cover is not cracked, mucosal damage can occur if the scope is removed immediately after the suction operation is stopped.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. New information is reported in a2, a4, b5, b7. And d4 (lot number).